Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stucked button alarm. Customer's blood glucose level was 10 mmol/l. Customer reported that the ok button, down left and arrow buttons was unresponsive. Customer reported that he number's were not ramping on the screen. Customer reported that the buttons was intermittently fails to respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad and isolated to the device casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad.